Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: review of the black box data revealed the last basal dose was delivered on (B)(6) 2014 at 11:42 am. There were multiple records of call service alarms (145) caused by high force induced occlusions. The total daily dose correctly reflected the programmed basal rate target. A battery cap was not returned with the pump for investigation; a test cap was used to complete investigation. The pump was exercised for 29 hours without errors, alarms or warning occurring. The pump was found to be operating within the required specifications without malfunction. Investigation did not duplicate the alleged inaccurate delivery issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on the complaint date, the patient experienced hyperglycemia due to an occlusion issue. Reportedly, the patient¿s blood glucose (bg) reading was at 647 mg/dl with small level of ketones, rapid deep breathing, shortness of breath, chest pain, abdominal pain, vomiting, extreme drowsiness, difficulty waking up, extreme thirst, excess urination, nausea, dizziness and lightheadedness. It was reported that the patient was admitted at the hospital and treated with intravenous fluids and insulin via injection by the hospital medical professionals. It was reported that the patient remained hospitalized at the time of the call. The patient allegedly discontinued pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the user had encountered frequent occlusion alarms since (B)(6) 2014. The customer allegedly had changed site/set after occlusion alarms and had called multiple times since the issue started. Review of use techniques for cartridge and infusion set indicated that instruction for use was followed. Troubleshooting was unable to resolve the occlusion issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged occlusion issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.